Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen passed front cap investigation. In conclusion: broken bayonet bond can affect insulin delivery. Unable to confirm dose log inaccuracy due to broken bayonet bond, not allowing inpen to properly dispense insulin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen was not delivering incorrect amount of insulin . The customer reported no adverse event. The event involved product mmt-105elpkna. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return was requested for mmt-105elpkna and the product was returned for analysis.